Event description:
It was reported that the balloon ruptured. This 5.0 x 200mm, 90cm ranger paclitaxel-coated pta balloon catheter was selected for use in a lower extremity percutaneous transluminal angioplasty procedure. The 99% stenosed, severely calcified, moderately tortuous lesion was located in the superficial femoral artery. During the procedure, the balloon ruptured during the first inflation. The device was removed, and the procedure was completed with another of the same device. There was no patient injury.